Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic lower display. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and updated the backlight inverter pcbs. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The graphical user interface (gui) printed circuit board (pcb) was returned to medtronic¿s failure analysis laboratory. A visual inspection of the component was performed and no anomalies were observed. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was isolated to the video graphics array (vga) controller on the gui pcb.